Event description:
During a laparoscopic cholecystectomy, surgeon was using a multiclip applier which misfired causing poor staple closure. Another device was obtained which also misfired both devices were reprocessed devices performed by ethicon sterilmed. Both devices were supposed to have 10 staples. One appeared to have only one. A third device was obtained which fired correctly. Reason for use: surgical wound closure. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.